Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Citation: fraccaro c et al. Incidence, predictors, and outcome of conduction disorders after transcatheter self-expandable aortic valve implantation. Am j cardiol. 2011 mar 1;107(5):747-54. Doi: 10.1016/j.amjcard.2010.10.054. Epub 2011 jan 19. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding conduction disorders after transcatheter aortic valve implantation (tavi). All data were collected from a single center between may 2007 to april 2009. The study population included 70 patients (predominantly female, mean age 81 years), all of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients there were three periprocedural deaths defined as having occurred within 30 days of valve implant, and one death 13 days following permanent pacemaker implant. No cause of death was provided for these deaths. At 30-day follow-up there were three deaths due to left ventricular perforation, pneumonia, and cerebral edema owing to electrolyte disturbances. No other details were provided regarding these deaths. Based on the available information, none of these deaths were attributed to medtronic product. Among all patients adverse events included: myocardial infarction, stroke, congestive heart failure, sick sinus syndrome, atrial fibrillation, left bundle branch block, right bundle branch block, anterior/posterior hemiblock, first/second/third atrio-ventricular block and permanent pacemaker implant. Based on the available information, these adverse events may have been attributed to medtronic product. No additional adverse patient effects or product performance issues were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the physician/author stated that medtronic product did not cause or contribute to any of the observed deaths, or any of the non-death adverse events. Additionally, none of the valves are available for return to medtronic. Mean patient weight reported as 68 kg.